Event description:
Customer reported that the reservoir and battery compartments of the insulin pump were cracked. Customer reported that the insulin pump was not holding the reservoir. Customer stated that she had recently experienced a high blood glucose level of 400 mg/dl. Blood glucose level at the time of the call was 214 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.